Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastroplasty, the device did not fire, the surgeon was able to press the green button but unable to squeeze the handle. Another load was used to complete the case. There was no patient harm.